Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of cylinder tear and malfunction were confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. Cylinder 1 was visually, functionally, and leak tested. A leak was identified on the cylinder body due to fatigue at the corner of a fold. The cylinder also had bulging during testing and broken fabric threads. Cylinder 2 was visually, functionally, and leak tested. The cylinder was bulging during testing, however no leak or damage was observed. The pump was visually inspected and leak tested. No leaks or damage were identified. The reservoir component was not returned. Model number: 72401110, lot number: 698043005, model description: pump cxm. Model number: 72400152, lot number: 707560007, model description: reservoir 65ml.

Event description:
It was initially reported that the inflatable penile prosthesis (ipp) was explanted due to a cylinder tear and pump malfunction. The old reservoir was left in place and not removed. New 5cm x 12mm cylinders, a new pump and 65ml reservoir were implanted. It was further reported that the patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Medical device: model number: 72401110, lot number: 698043005 model description: pump cxm. Model number: 72400152, lot number: 707560007, model description: reservoir 65ml.

Event description:
It was initially reported that the inflatable penile prosthesis (ipp) was explanted due to a cylinder tear and pump malfunction. The old reservoir was left in place and not removed. New 5cm x 12mm cylinders, a new pump and 65ml reservoir were implanted. It was further reported that the patient was doing well following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.